Manufacturer narrative:
Several device history records (DHR) were reviewed and there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Two product samples were received for evaluation. Visual and functional testing were performed. Under visual inspection the samples appeared to be in good condition. The inflation test was repeated on the received samples. It was observed that one sample was not even possible to inflate cuff because it leaks so badly. The second sample remained fully inflated (no leak found). Customer reported that cuff leak was found after opening of unit pack but on returned samples there were found some dried secretions which indicated that products were used. Therefore it is the most probable that cuff tear occurred during or after tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. No trend of confirmed complaints in relation with this issue was identified. PMA/510k is unknow this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff of tracheotomy tube was not getting inflated after the opening of the packet during surgery. No patient injury was reported.